Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause is related to a failure to follow the dfu. The iol is only qualified for use in 2 specific cartridge models. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, upon implantation into the eye, the surgeon noticed the haptics were bent and proceeded to cut the iol for removal. A piece of the iol fell to the back of the eye after cutting the iol to remove it requiring an anterior vitrectomy. The patient was then referred to a vitreoretinal surgeon for posterior segment surgery. The patient is doing fine postoperatively. It was reported the nurse is aware that another cartridge model is the recommended cartridge for the iol/cartridge combination used.